Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a long scratch in the patient line (tube) of a homechoice cassette; this was further described by the patient as ¿a deep scratch which penetrated the sheeting¿. This occurred during setup of automated peritoneal dialysis therapy. The patient was not connected at the time of noting the issue. Renal therapy service advised the patient to use a different cassette. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.